Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one controller ac adapter and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller ac adapter and all five batteries revealed that the devices passed functional testing. Visual inspection revealed damaged/worn out connectors. However, the controller ac adapter and batteries were able to connect to a test controller. Failure analysis of the returned battery charger revealed bent pins in charger bay one (1), the damaged pins did not allow a battery to connect to the battery charger. As a result, the reported poor mechanical connection related to the battery charger, ac adapter and batteries were confirmed. However, the reported damaged pins on the batteries could not be confirmed. The most likely root cause of the reported poor mechanical connection on the battery charger can be attributed to a damaged pin, possibly attributed to a forced or improper connection. The most likely root cause of the observed battery connector and controller ac adapter connector damage can be attributed to normal wear over time and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Additional products: d4: serial or lot#: bat584740 d9: yes, return date: 10-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 d4: serial or lot#: (B)(6) d9: yes, return date: 10-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 d4: serial or lot#: (B)(6) d9: yes, return date: 10-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 d4: serial or lot#: (B)(6) d9: yes, return date: 10-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 d4: serial or lot#: (B)(6) d9: yes, return date: 10-aug-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01 h6: FDA results code(s): c07 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2018 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 31-aug-2017 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2018 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 31-aug-2017 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 16-nov-2017 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 21-jun-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2019 / serial or lot#: (B)(4) UDI #: (B)(4) available for eval: no, mfg date: 15-nov-2018 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller ac adapter had a poor mechanical connection. The batteries had poor mechanical connection and were unable to secure due to bent/broken pins. The adapter and batteries were exchanged. No patient complications have been reported as a result of this event.